Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens and the haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B)(4).